Event description:
It was reported that the door on the system 6 aseptic housing is broken off at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the door on the system 6 aseptic housing is broken off at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing door is broken, was duplicated. The most likely case of a broken hinge is due to a chemical attack of the housing which occurs as a result of improper sterilization practices including improper rinsing, or use of an improper concentration of a basic disinfectant. Also, the hinge and housing door can be damaged due impact from the housing being dropped. Device is placed in parts retention.